Event description:
Caller states that her device read 50% higher than the blood work performed at the doctor's office. No approximations provided. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.